Manufacturer narrative:
The device was not returned for evaluation. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The IFU for this product lists cardiac perforation as a potential complication associated with the use of this product. The cause for the reported event is unknown. (B)(4).

Event description:
It was reported that at the beginning of an atrial fibrillation ablation procedure, during transseptal puncture, the needle punctured through or into the wall of the aorta. Blood pressure and oxygen saturation remained stable. The mistake was detected by fluoroscopy and tee verified that there was no pericardial effusion. The procedure was aborted, but there were no other consequences to the patient.